Manufacturer narrative:
The field service engineer determined the rinse tubing was broken. The tubing was replaced. Precision studies were performed and recovered within specifications. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c501 analyzer is (B)(6) . The investigation is ongoing.

Event description:
The initial reporter stated they received questionable high results for an unspecified number of patient samples tested with the na electrode on a cobas 6000 c (501) module. The customer tried re-calibrating and ran controls. The calibration failed. The customer then replaced the electrodes and reagent. Calibration performed on the standby reagents was successful, but the calibration with the in-use reagent failed. Controls failed on both standby and in-use reagents. The customer provided data for one patient sample that had discrepant na results. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 171 mmol/l. The customer decided to repeat the sample since the initial value was high. The sample was repeated, resulting in a value of 137 mmol/l. The repeat value was deemed correct.